Manufacturer narrative:
A1-5 there was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in UK. Through follow-up communication livanova learnt that: - mbc contamination: positive results are related to pre-disinfection device water samples. - h2o2 check is not performed (deviation from IFU). - when the device is not used, is it stored drained. - h2o2 is added when the water in the tanks is changed (each 7 days) - a disposable pall-aqua safe water filter with 0.2 membrane is used for tap water - prior to initial operation and prior to storing the heater-cooler, the surfaces are disinfected - prior to storing the heater-cooler the water circuits are disinfected - 3t aerosol collection set is replaced every 7 days since installation - host field blue tubing set (code: 96-410-774) used with the heater-cooler are replaced each year. - the device is placed inside the operation theater during use, with the fan positioned opposite to the patient if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated. There is no patient involvement.

Manufacturer narrative:
Laboratory test were provided and confirmed the complained contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
UDI related data quality updates only. D.4. This supplemental report is sent as correction to the previous submitted MDR to correct format of the UDI code which was initially provided without parentheses. The correct UDI code has been updated in the dedicated section d.4. Primary unique device identification (UDI) number.

Event description:
See intial report.

Manufacturer narrative:
Through follow-up communication, details on the cleaning and the disinfection procedures were provided. Per the information reported, the instructions for use have been completely followed except for the h2o2 check, which is not performed by the customer. A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar events have been reported. The same account has complained about two further heater-cooler 3t systems being contaminated with ntm (MFR report number 9611109-2023-00487 and 9611109-2023-00489). Based on the collected information, it cannot be excluded that the above-mentioned deviation from the IFU's may have contributed to reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.